Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the cardiac resynchronization therapy defibrillator (crt-d) was experiencing a telemetry problem with several different programmers. The device was replaced and a new device was successfully implanted. No patient complications have been reported as a result of this event.